Manufacturer narrative:
New control solution was sent to the patient. The patient confirmed that control solution testing came back within the pre-calibrated ranges of control solution 1 and control solution 2. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient woke up feeling dizzy and sweating. They took a reading with their teladoc blood glucose meter and they received a low reading. The patient contacted their physician 5 hours after the reading, who lowered the dosage of one of their medications and advised them to stop taking another medication. The patient reported adjusting their medication based on inaccurate readings from the blood glucose meter.